Event description:
It was reported that approximately three years post port placement, the catheter was damaged near the supraclavicular area. Reportedly, CT examination revealed the port allegedly had contrast medium leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter fracture, leak, deformation and naturally worn as a partial circumferential break was noted approximately 6.0cm from the distal end of the cath-lock and the edges of the partial circumferential break were jagged with a smooth and rounded surface. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was damaged near the supraclavicular area. There was no reported patient injury.